Manufacturer narrative:
Anticipated procedural complication the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Mental and physical disability is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the left posterior communicating artery aneurysm. Immediately after the procedure the patient was improved. Thirty four days later the patient was discharged in a stable condition with "severe physical or mental disability (dependent)". No other information is available.